Manufacturer narrative:
Product event summary: visual analysis of the lead was performed only.

Event description:
It was reported that during a device changeout, the physician applied a tug to the right ventricular (rv) lead prior to using the wrench to disengage the set screw. The insulation separated from the lead, exposing a length of exposed wire. The lead was cut distal to the exposed wire and capped. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; proximal segment returned and analyzed.